Event description:
It was reported that the ll vlv adpt(stand alone) would not prime due to flow issues/blockage during use. The following information was provided by the initial reporter: "smartsite valve will not prime about 30% of the time per ER charge nurse. ER using single sterile directly connected to smiths protect IV."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the smartsite valve will not prime 30% of the time. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21035772 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA 1998036 (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt (stand alone) would not prime due to flow issues/blockage during use. The following information was provided by the initial reporter: "smartsite valve will not prime about 30% of the time per ER charge nurse. ER using single sterile directly connected to smiths protect IV."